Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. Two days after the event onset, the patient was hospitalized and was treated with amikacin (100mg for 2 days, route not reported) and cefalotin (1 gram for 2 days, route not reported). At the time of this report, the patient outcome was not reported. On an unreported date in the same month as onset, the patient's pd catheter was removed and they were switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Additional information: b5 b5: upon follow up it was reported that the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.